Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 on cobas 6000 e601 module serial number (B)(4). The sample initially resulted in a ca 19-9 value of 1.77 u/ml and this value was reported outside of the laboratory. The physician questioned the value. The sample was repeated, resulting in a ca 19-9 value of 372.5 u/ml. The repeat value was deemed correct.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls were within range on the day of the event. The field service engineer determined the mixer was not working properly. The mixer assembly was replaced and adjusted. Performance testing passed and all quality control results were within range. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.